Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient received a new ins, which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain and other chronic/intract pain (trunk/limbs). The rep reported that the patient¿s implantable neurostimulator (ins) is in overdischarge. The patient was non-compliant with charging. They stated that the ins will not charge. The rep also interrogated the battery but could not read it. They stated that they will meet with the patient another day to triple charge the battery. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated. Additional information received from the manufacturing representative indicated that they attempted two jump starts on the patient¿s ins, which were unsuccessful. They stated that the patient is being referred to their physician for a battery replacement. No further complications were reported or anticipated.